Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the initial attempt to implant the left ventricular (lv) lead via the coronary sinus was unsuccessful and required an epicardial lead placement. Further information was unable to be obtained. The lead was explanted and later replaced. The patient was enrolled in the opti link hf clinical study. No patient complications have been reported as a result of this event.